Event description:
In 2005, the pt contacted lifescan alleging that she was unable to test with her one touch ultra meter. The medical affairs specialist (mas) sent a letter to the pt, as she could not be reached via phone. The pt said she had to go to her doctor because she was unable to test with the reported meter. The date and time the pt last tested with the meter were not provided. The result obtained by the doctor was not provided. The doctor increased the patient's insulin from 15 to 25 units; the insulin type and dose were not provided and the patient's diabetes treatment regimen was not provided. The customer care agent (cca) discovered that the meter date and time were not set. The cca walked the patient through training on setting the time, date, and unit of measurement; the issue was resolved. The meter, test strips, and control solution were replaced. The case is reported as an adverse event because, though no patient symptoms were reported during the time she was unable to test with the product, the patient's blood glucose level is assumed to have been elevated since her doctor increased her insulin dosage.